Event description:
Customer reported an unexpected negative reaction with anti-d (monoclonal blend) series 5 when testing patient sample on the echo.

Manufacturer narrative:
Review of the results files shows a well score of 16 for the anti-d, series 4 well and 0 for the anti-d, series 5 well. Well image appears negative. A service call was made. Investigation revealed probe needs alignment and camera needs calibration. Optimized camera color setting and probe alignment. Customer performed sample testing to verify instrument operation; instrument is operating as expected.